Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery, an inaccurate fill estimate gauge reading and the battery had been depleting too quickly. The customer's blood glucose (bg) was in the 500 mg/dl range and has since been lowered to 374 mg/dl. The customer was to revert to using manual insulin injections to manage diabetes.